Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
The surgeon reported that a patient fell over and the stryker plate broke. While following up the patient the surgeon realised that a recon plate has been implanted instead of a compression plate.